Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was oversensing noise. There was delay of atrial pacing due to the oversensing. The lead was capped and replaced during an elective device procedure on (B)(6) 2020. The patient was in stable condition and there were no patient consequences.